Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a left transcarotid artery revascularization (tcar) procedure. The procedure was completed without issue and the patient passed the post procedure neurological check. Seven hours after the procedure, the patient experienced visual changes and loss of left eyesight. Magnetic resonance imaging (MRI) revealed an embolic stroke. No intervention was performed and the physician reported that the patient's symptoms had completely resolved at the time of reporting.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.